Manufacturer narrative:
A ge representative evaluated the system and reloaded software. System operates as intended.

Event description:
The customer reported lines on the monitors and that the system intermittently will not complete boot up. No patient injury was reported.